Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approximately 9 weeks post procedure the protegen sling material was visible through the vaginal wall and the pt experienced bleeding and vaginal discharge. The pt was placed on antibiotics and approximately one week later the sling material was removed without incident. No further details are available regarding the circumstances surrounding this event. Directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."

Manufacturer narrative:
F11. Date MFR forwarded report to FDA. Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. (F6,f7,f8,f10,f11,f12 and f13-medwatch software package requires data in fields.).